Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited a partial, ride-through power on reset (por) . It was decided by the clinician to continue monitoring the patient as the parameters remained unchanged and no clinical actions were required. The device remains in use. No patient complications have been reported as a result of this event.